Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed an arc trac at the distal end of the instrument's tube extension. The arc trac covers both the tube extension and the proximal clevis and is approximately 0.12 inches by 0.05 inches in length. No other damage was found. The tip cover accessory used in the procedure was not returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If the accessory is returned for evaluation or if additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the nurse found the tip cover accessory installed on the monopolar curved scissors (mcs) instrument to be torn and burned. The mcs instrument was removed and replaced with an instrument of the same type and a new tip cover was installed to complete the planned procedure. No patient harm, adverse outcome or injury was reported.